Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 300- 400 mg/dl. The insulin pump had been alarming for no delivery. The customer was treated with an intravenous drip for three days in the hospital. The insulin pump was removed at the hospital.